Manufacturer narrative:
Device evaluation is not necessary for the reported hematoma as it has been determined as not related to vns therapy.

Event description:
It was reported by the physician that the patient had coagulation caused by a hematoma that developed after the vns surgery. Further information was received that the patient had extended in-patient treatment following the implantation surgery because of the hematoma. The hematoma was stated to have been caused by "a haemophilia of unknown origin (dysfunction of thrombocytes)." No additional relevant information has been received to date.